Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving bupivacaine and dilaudud (both 10mg/ml at 3.746mg/day) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient's pump started alarming. The date of the event was (B)(6) 2017, about three days ago relative to the date of report. It was noted that the alarm was a single tone every hour at 24 minutes past the hour. The patient reportedly had a lot of computers in his house that made noise, but the alarm was confirmed to have come from the pump with a stethoscope. The alarm sound was consistent with pump alarms. It was noted that the patient had another couple of weeks before the pump needed to be refilled, and the pump was also nearing expected elective replacement indicator (eri) as it was implanted on (B)(6) 2010. The patient had an appointment with a healthcare provider (hcp) in 10 days and was going to have the pump replaced, but the replacement was put off due to another surgery. It was clarified that the surgery was not related to the device or therapy. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a healthcare provider on (B)(6) 2017. It was reported that the cause of the pump alarm was not determined. The pump was replaced on (B)(6) 2017 to resolve the alarm, and it was noted that the alarm had been resolved.